Event description:
Healthcare professional reported left side possible rupture and capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, and capsular contracture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 d4 d9 e1 h3 h4 h6. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: overweight and opening on posterior. A visual and microscopic analysis was performed which identified: puncture opening on posterior and crease flat. Base on the device analysis the final assessment is: punctured assessed as surgical damage like.

Event description:
Physician further reported "-deformity -atrophy" via device tracking. Device has been replaced.